Event description:
It was reported that during a lap duodenal switch, the device did not cut properly and was difficult to open. The surgeon had to cut manually. No patient consequences were reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.